Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer reported that the insulin pump had physical damage. Customer stated that there are pieces missing by the reservoir compartment. It happened when customer puts the reservoir in the insulin pump. Troubleshooting was done. Customer's blood glucose was 129 mg/dl.

Manufacturer narrative:
Insulin pump received with cracked case on display window corner, battery tube threads, reservoir tube, broken reservoir tube lip and minor scratches on display window.